Event description:
Our rep is reporting that during a shoulder repair a portion of the distal tip of an expressew suture passer broke off into the pt's "tendon" area. The surgeon spent an hour exploring the tendon area for the broken fragment using x-ray imaging technique without success. The procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.